Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. As per the patient he went to the hospital and doctor prescribed cephalexin medication for his rashes but no dosage provided. The patient kept on mentioning he cannot remember anything no additional information provided. At the time of the report, patient condition was stable. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).